Event description:
It was reported that when trying to connect a blood transfusion/infusion set to the female luer lock connector, it cracked and fluid leaked. Patient involvement unknown.

Manufacturer narrative:
B3: month and year of event have been provided, day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Two (2) photos returned for evaluation. Picture one (1) shows an l-70 product. Picture two (2) shows a crack at the end female luer connector. One (1) unit of part number l-70 was received without the original package. The sample was visually inspected, and a crack was found in the female luer connector, the crack identified is located along of the luer. The sample was tested, and a circular damage was created in the connection part of the female luer, however the crack along the female luer cannot be replicated. The crack reported is not attributable to the manufacturing process. No root cause determined that this complaint is not attributable to the manufacturing process. A notification was sent to the supplier to inform them about the broken luer failure mode. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. For all enquiries or follow-up questions related to the record, do not use (B)(6) located in sections g.1., please direct those to the following: (B)(6).